Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level unknown. Customer stated that the display was not blank less than 30 seconds and did not returned. Customer stated that the contacts on the battery cap are neither missing nor damaged. The customer was assisted with troubleshooting and the display did not return. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all relevant tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted (B)(4).